Manufacturer narrative:
(B)(4). Batch # r9334g. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a myomectomy procedure, the har36 was not working and gen11 displayed "replace instrument." The titanium blade completely broke off, but the white tissue pad stayed in place. Surgeon removed the broken blade successfully without additional intervention. Surgery was delayed 10 minutes, but was successfully completed with a new probe. There were no patient consequences.